Event description:
As reported by an edwards engineer, during execution of design verification protocol for hydrodynamic testing of a 29mm sapien x4 valve, while the engineer was advancing the system through the 16f esheath+, when a lot of resistance was experienced. They stopped advancing and the unit was inspected. It appeared that the 16f esheath+ was not scored, therefore the valve was not able to advance through the tip. The unit was removed from the water bath, and the tip of the sheath was scored manually, so they were able advance and deploy successfully.

Manufacturer narrative:
The investigation is ongoing.